Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had failed. The field service engineer (fse) removed foil from pocket a1 on drawer 5.1 and also removed a tablet from pocket b2. Once the foil was removed, all pockets appeared on the bus. All pockets were inventoried successfully without failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, hardware failed. Drawer failed to access. The customer tried to recover and restart but still failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.